Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultravue meter was reading inaccurately high. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started in the ¿middle of (B)(6)¿ when the subject meter began to read inaccurately high, though the patient did not provide any information on the specifics of this allegation. The patient did not provide any information on their normal diabetes management routine but stated that no action was taken in response to the alleged product issue beyond their normal routine of diabetes management and care. The patient claimed that following the start of the alleged product issue they developed the symptom of ¿clouded consciousness continually¿. The patient stated that they were hospitalised from the middle of (B)(6) until the end of (B)(6) and while in hospital they received treatment, though the patient could not provide any specific details on treatment received. While in hospital, the patient¿s blood glucose was tested on the subject meter and a result of ¿over 200 mg/dl¿ was obtained, this result was considered to be inaccurately high compared to a result of ¿150-200 mg/dl¿ obtained on another (hospital) meter. The time difference between these tests was unknown. Meter to other meter comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The csr was unable to conduct troubleshooting. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and received medical intervention for an acute blood glucose excursion after obtaining alleged inaccurately high blood glucose results with the subject meter.